Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the damage to the adhesives and pink probe cover at the distal end damage is traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, observed that the ke45 adhesive is missing on the distal end forceps cover and objective lens. In addition, there was a cut on the probe's pink rubber and a on light guide lens cement. There was no patient involvement.